Manufacturer narrative:
The referenced previous replacement of the external portion/distal end of the percutaneous lead was reported under medwatch MFR # 2916596-2013-01099. Approximate age of device ¿ 4 years and 9 months. The pump remains in use supporting the patient; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2016 that the patient presented to the hospital due to low speed advisory alarms at home. Review of the submitted log file by the manufacturer's technical services representative revealed multiple pump stops and speed drops while the vad was connected to the power module. The submitted x-rays of the percutaneous lead (lead) showed some wear at the distal end of the bend relief. The patient was asymptomatic. On 03/28/2016, the manufacturer's technical service representatives evaluated the percutaneous lead (lead). Upon removal of the outer jacket of the lead, the area from a previous percutaneous lead repair showed shield disruption. An electrical continuity test did not reveal any broken wires. An external percutaneous lead replacement was performed. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient would be monitored for an undetermined period of time and then discharged home. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted log file confirmed the report of low speed / pump stoppage events; however the cause of the captured atypical events could not be conclusively determined. It was indicated that the events appeared to occur only when operating on the power module consistent with a compromised percutaneous lead (lead); however, the evaluation of the returned portion of the lead did not confirm a wire compromise. A section of the external portion/distal end of the lead approximately 17 inches was returned for evaluation. The previous replacement site performed was present on the lead segment at approximately 7 inches to 11 inches from the metal connector. Electrical continuity testing of the lead segment revealed that all wires were electrically intact. The previous rescue tape repairs were removed, revealing damage to the outer silicone sleeve on the replacement lead adjacent to the terminus of the distal end bend relief and on the original lead next to the proximal end of the replacement site; however, the clear bionate layer did not show any evidence of damage. Visual examination of the outer layers of the replacement site revealed that the gray shrink tubing was separated adjacent to the hard copper tube on the distal end of the replacement site. The underlying black eps shrink tubing over the copper tube did not show any evidence of damage. The shrink tubing was removed and a separation of the copper wrap was observed at the distal end of the replacement site. Areas of minor breakdown of the metal braided shield were observed on the replacement lead and more severe shield breakdown was noted on the returned portion of the original lead, which appeared consistent with the duration of use. The underlying wires were examined under a microscope, and no areas of compromised wire insulation or damage to the inner conductors were identified along the length of the returned percutaneous lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The evaluation of the returned portion of the lead did not identify an issue that would have contributed to the reported low speed events captured in the system controller log file. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.